Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -12.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. "Incision enlargement and additional suture" was also reported for secondary intervention/ additional treatment. It was reported that the exchanged resolved the problem. In the reporters opinion the device was the cause of this event.

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -12.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. "Incision enlargement and additional suture" was also reported for secondary intervention/ additional treatment. It was reported that the exchanged resolved the problem. In the reporters opinion the device was the cause of this event.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).